Event description:
Olympus (osh) was informed that the customer resection sheath¿s ceramic insulation at the distal tip was loose. The customer¿s reported issue was found during reprocessing. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the ceramic insulation at the distal tip of the sheath is loose. The inspection also noted the sealing ring is damaged. The device has not been repaired in the last year. The cause of the loose ceramic insulation is unknown; however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.